Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to unspecific medical reasons. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Per the clinic, the device was electively explanted on (B)(6) 2023, due to performance decrement. This report is submitted on november 16, 2023.